Event description:
The pump was returned for investigation. Investigation revealed a dim and pink display screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and pink display screen. Unrelated to the complaint, a review of the black box history revealed multiple call service alarms. A software code issue was found during investigation; the pump was reprogrammed with a new software code and no other were issues noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.